Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. .

Event description:
It was reported that the customer experienced intermittent occlusion alarms from 07/10/24 to 08/13/24. Customer changed pump supplies to address the issue. The customer experienced an elevated blood glucose (bg) level of 600 mg/dl. The customer received third party assistance from a relative, who assisted with delivering a correction injection and monitored the customer until their bg was in range to address bg. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.